Manufacturer narrative:
Additional information received: the physician thought two suprarenal stents were twisted while loading them inside the tip capture not afterwards while opening the tip capture. Device summary evaluation: image shows the tapered tip, sleeve, spindle and spiral middle member of an endurant delivery system taken at the account. No deformation is evident to the section of the device shown in the image. The image does not confirm the reported deployment/expansion issue. The device was returned with the external slider and back-end wheel in the home position. A kink was evident on the graft cover 10.5cm proximal to the tip of the graft cover. Resistance was felt when rotating the back-end wheel due to congealed blood on the inner member. The congealed blood was removed, and the back wheel rotated with no resistance. The reported ¿deployment/expansion issue¿ can be confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported difficulty to deploy the suprarenal stents could not be confirmed on the films provided; therefore, the cause of the event could not be determined. The malalignment of the suprarenal stents and coverage of the renal arteries that resulted from the difficulties reported however could be appreciated from the limited images received. Additional procedural angiogram showing deployment of the device and tip capture release were not received for a thorough analysis of the event. Pre-implant CT¿s were not available for review and a comprehensive assessment of the patient¿s anatomy could not be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a unknown sized abdominal aortic aneurysm  it was reported that it was a standard evar procedure. It was said the delivery system was placed into position and deployment was started. After checking  the right position the physician started to rotate the back-end wheel clockwise as usual and saw the tapered tip moving forwards till the complete end, but not all suprarenal stents left the tip capture. Attempts were made to solve the problem. The physician started to shake the system, then changed the guidewires and even tried without a guidewire. They also tried to pull and push the system.  Suddenly the last suprarenal stents left the tip capture but the whole stent graft jumped nearly 15mm proximally and covered the renal arteries. The physician  then converted to open repair. The stent graft was explanted.  It was said the patient was in good condition in ICU following the procedure and that the renal arteries were working normally.  As per the physician the cause of the event is as above. It was stated that the physician reported that they had a feeling as if some of the suprarenal stents were twisted at the time while they opened.  No additional clinical sequelae were provided and the patient is fine.